Event description:
A malfunction alarm was reported. The customer's blood glucose level at the time of the event was 180 mg/dl, which is within the normal range. The customer attempted to reset the pump, but the issue persisted, leading to the decision to replace the pump. Technical support confirmed the customer¿s shipping address, provided a new pump, and instructed the customer to use multiple daily injections (mdi) as a backup therapy. Instructions were also given for the return of the problematic pump within 10 days.